Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during pulse field ablation (pfa) procedure a farawave nav catheter 31mm was selected for use, there was debris inside the sterile package. The issue present upon opening package. The packaging was not damaged. The procedure was completed using original method/device used. No patient complications were reported. Device was received for analysis and investigation is still in progress.